Event description:
It was reported that the lead was oversensing. It was also reported that the patient received an inappropriate shock. It was later noted that there was no mention of oversensing in the patient's file. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.